Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there were two leads implanted through the subclavian vein. The two leads rubbed until lead failure. It is unclear which lead this report is on. There was no mention of a revision. Should additional information become available, this file will be updated.